Event description:
It was reported through a medwatch report received from the FDA that during a procedure a lithotripter was being used to retrieve a stone. It was unable to crush the stone or remove the lithotripter from the stone. The lithotripter internal wire broke approximately 3 to 4 feet from the mouth. The wire/basket was unable to be removed. A lithotripter device borrowed from another hospital was used to crush the stone and remove the lithotripter wires. There was no patient harm reported by the user facility.

Manufacturer narrative:
Stryker sustainability solutions (sss) resterilized the complaint device through our open-but-unused process. A visual examination of the returned device revealed the device was tangled and coiled around itself. The outer material which encased the wire was peeling or missing along the length of the device. The basket of the device was deformed and twisted at the distal end. The basket tip was connected to the wires. The proximal end of the returned device showed signs that the wire had broken. The device is used for the retrieval of stones from the biliary system and endoscopic crushing of biliary calculi. The basket is designed to break if forcefully closed over severe resistance, allowing the device to be removed without the stone. As the stone was not able to be crushed and the basket tip was still attached to the wires upon removal, it is likely that the pull wire broke prior to the attempt to crush the stone. The root cause of the complaint is unknown. Since the device history record for the returned device indicates the device passed all inspection prior to release from sss, it is likely that the damage occurred as a result of mishandling subsequent to resterilization. This is the first complaint that sss has received for this type of device.